Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a battery out limit alarm on her insulin pump. She put in a new battery and the device alarmed failed battery test. Customer's blood glucose is 175 mg/dl. The device alarmed during normal uses. Customer uses duracell batteries. Customer was advised energizer batteries work best with the insulin pump. Customer has not been trained in the device yet. She has a scheduled training coming up. Customer advised she would call after her training if there are any more issues. Nothing further reported.